Event description:
A malfunction on the pump was reported. The customer's blood glucose was displayed as "high"; although specific value was not provided. The customer addressed the high blood glucose issue with a correction injection via mdi and did not require assistance from a third party. Tandem technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunction codes reappear.